Event description:
End-user reported a female pt implanted with a 28mm cardioseal on may 2005 complained of chest pain approx one month ago. Examination at that time determined small pericardial effusion was present; the pt was placed on anti-inflammatory. One week ago, the pt was taken to the hosp where a drain was placed percutaneously to relieve the tamponande. The pt opted for device removal, and the device was explanted. The surgeon explanting the device noted that superior arm of right atrial occluder had eroded through the roof of the right atrium immediately posterior to the aorta. The defect was surgically closed.